Manufacturer narrative:
Our product evaluation laboratory received one model 120803f catheter. The balloon had been ruptured between the windings, and the edges of ruptured latex did not appear to match up. The spring tip was also stretched and bent. Both of the balloon windings were intact. No other visible damage was observed from the catheter. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Balloon rupture and catheter separation, as a result of excessive pull force applied to remove adherent material, are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. The instructions for use of the product contains the following statement: ¿as with all catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombosis, distal embolization of blood clots and atherosclerotic plaque, air embolus, aneurysm, arterial spasm, arteriovenous fistula formation, and balloon rupture with fragmentation, tip separation and distal embolization.¿ it is unknown whether user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
An unknown fogarty catheter was received for evaluation along with product for a different complaint; however, upon follow-up inquiry with the customer, they were unable to provide any specific details regarding any issue that occurred with the catheter and why it was returned. As such, patient demographics could not be provided by the customer but there was no allegation of any injury.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.